Manufacturer narrative:
(B)(4). Method, result, conclusion: MFR/eval/investigation pending product return from consumer. Itc has requested all data required for form 3500a.

Event description:
Pt self tester reports pro time microcoagulation system reading did not match that from the lab. Therapeutic range is 2.5 to 3.5. Pt rec'd 1.9 pt/inr result at home on (B)(6) 2010. She went to the hospital on (B)(6) 2010 and got a 3.5 pt/inr result. Customer tested at home on (B)(6) 2010 and generated a 2.8 pt/inr. She was tested the same day at the doctor's office and generated a 4.8 pt/inr result. She is currently taking coumadin 6 mg/day with not change in regimen. No adverse event(s) reported.